Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the device failed to advance into the anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficult to advance cannot be determined. The subsequent treatment is due to the circumstances of the procedure. It is possible an interaction with patient anatomy contributed to the reported difficulty, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.